Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient underwent a routine paddle permanent implant on (B)(6) 2023. Upon waking and in recovery the patient was unable to move or feel her lower extremities. The physician took the patient back to surgery and removed the device due to possible cord compression. The patient has regained most of her motor and sensory in her lower extremities as of 4:30pm on (B)(6) 2023.